Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager malfunctioned due to a misalignment issue. A field service engineer found that the hasp was not securely attached to the fridge door. It appears that the alignment was incorrect during installation, which caused pressure against the hasp. The engineer cleaned off the old tape from the door and hasp, reapplied new tape, aligned the hasp to the housing location, and reattached it. The door now opens and closes with a slight gap between the housing and the hasp. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a misalignment of the smart remote manager arm and hasp, resulting in a malfunction of the refrigerator door. Additionally, the customer indicated that the anesthesia reversal agent needed to be obtained from a different device. The customer confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.